Event description:
(B)(4). I've noticed a significant weight gain with most of it being around my abdomen. I started getting acne on my back and chest. I dismissed these as maybe simply a hormone imbalance. I however started recently on (B)(6), 2015 started having pelvic pain that fet like stabbing. I had numerous tests done on (B)(6). Sonogram showed no ovarian cysts (which I have a history of). A uterine fibroid did however show on sonogram. I was told the fibroid shouldn't be the cause of my pelvic pain. I've been prescribed an antibiotic for 7 days. If the pain doesn't go away with that treatment I'm suppose to contact the surgeon who inserted my devices and possibly be checked for adhesions through laparoscopic surgery.